Event description:
It was reported that balloon leak occurred. The target lesion was located in a shunt vein. A 5.0mm x 40mm x 80cm sterling balloon catheter was advanced for dilatation. However, during the procedure, air leaked from the balloon. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon leak occurred. The target lesion was located in a shunt vein. A 5.0mm x 40mm x 80cm sterling balloon catheter was advanced for dilatation. However, during the procedure, air leaked from the balloon. The procedure was completed with another of same device. No patient complications nor injuries were reported. It was further reported that the target lesion was 90% stenosed, mildly tortuous and non-calcified. There was no visible pinhole noted on the balloon material.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The device showed signs of use with blood visible in the shaft. A kink was seen 52 cm from the hub. When inflated to 14 atm the pressure was held for one minute with no leaks or ruptures found.